Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The patient reported via phone call that the insulin pump began to make a funny noise about three months ago. The low battery alert would occur frequently as well. The patient's blood glucose had been running into the 300 mg/dl range recently. She also experienced a low blood glucose of 37 mg/dl due to over-treating her high blood glucose. The patient also had a blood glucose in the 400 mg/dl range since the insulin pump was not properly delivering her morning insulin. The patient treated via manual insulin injection. She was also hospitalized in december. Additionally, there was a crack on the screen due to her hospitalization. The insulin pump kept getting bumped into objects. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The stop current and run current measurement tests are within specification. The insulin pump also passed off no power alarm test. No unexpected low battery alarm or battery icon anomaly noted. No unexpected noise anomaly noted when pressing the buttons. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Then the unit was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during testing. The insulin pump had minor scratched display window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.